Manufacturer narrative:
Continuation of d10: product ID 97755, serial# unknown, product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (B)(6) revealed a broken stim button bosses. Lcd cracked also. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's (pt) controller would not turn on and they had reset it with a manufacturer representative (rep) to get it working. The pt stated that they can now hear a rattle coming from the controller. The pt also reported that they had a  frayed/broken recharger telemetry module (rtm). The pt said it been gradually getting more and more damaged. A replacement rtm and controller were sent out. No symptoms were reported. Additional information was received from the patient (pt). It was reported that pt said that their ins was depleted and they can't charge it which started at 4am today. Pt said that controller will connect wirelessly with ins and will say it's depleted and to charge. They said when trying to charge it will say checking the recharger and it doesn't go to no device found. Pt mentioned that they have gained weight. They said rtm is not heating up. Pt has tried resetting which didn't fix the issue. Pt has already gotten new rtm and controller last month, and said it helped the issue somewhat but didn't totally resolve it, and today they found that they couldn't charge at all. Pt called back and stated they were recharging the implant battery and was now getting the message rm04. Pt noted they were also getting a no device found screen. The manufacturer's patient services specialist (pss) reviewed with pt that patient services is replacing the rtm. Pss advised pt to clean the recharger pins and blow in the controller charging port, and to reset the controller in the meantime. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out. Pt was directed to follow up with their hcp if the replacement recharger doesn't resolve their issue. Additional information was received from the pt. Pt called back stating they only sent rtm and no controller. Reviewed with the pt that only the rtm was being shipped out. Pt reported they tried the new rtm and still got ¿rm04¿ error. Pt said in the past they replaced both the rtm and the controller for the exact same problem. Pt said controller was replaced 4-6 weeks ago but pt had to reset it. Pt was frustrated. Pt said they were in pain and with no stimulation for 4 days, the pt is on vacation. It took 2 days to get the rtm and it did not resolve the issue. Pt said they are depending on therapy and relying on this. A replacement controller was requested. Reviewed if not resolved, pt will need to follow up with their healthcare provide.